Manufacturer narrative:
Batch review performed on 8 january 2020: lot 179598: (B)(4) items manufactured and released on 26-mar-2018. Expiration date: 2023-03-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Other devices involved in the event: gmk-sphere 02.12.t3i4l tibial tray fixed cemented size t3-i4 l lot. 186163 (k121416). Batch review performed on 8 january 2020: lot 186163: (B)(4) items manufactured and released on 7-nov-2018. Expiration date: 2023-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.fsc11065 extension stem cemented ø 11 l 65 lot. 188134 (k120790). Batch review performed on 8 january 2020: lot 188134: (B)(4) items manufactured and released on 29-nov-2018. Expiration date: 2023-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.0412fl tibial insert fixed sphere flex size 4/12 mm l lot. 171051 (k121416) batch review performed on 8 january 2020: lot 171051: (B)(4) items manufactured and released on 12-jun-2017. Expiration date: 2022-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.07.0034rp patella resurfacing size 2 lot. 188119 (k090988). Batch review performed on 8 january 2020: lot 188119: (B)(4) items manufactured and released on 21-nov-2018. Expiration date: 2023-11-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery performed 10 months after the primary due to signs of an infection and the pathogen is unknown. The surgeon removed all hardware, performed a washout and implanted an antibiotic spacer. The surgery was completed successfully.